Event description:
It was reported that a malfunction occurred on the customer's pump, displaying "high" for blood glucose, although no specific value was given, and there was no adverse impact to the customer's blood glucose level. To address the high blood glucose, the customer administered a corrective injection. The customer was assisted by technical support in resetting the pump, and no further malfunction codes occurred after the reset; the customer was advised to continue using the pump and to contact support if issues recurred.